Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair while using the surefire scorpion, approximately 1.5 mm of the needle tip broke off inside the patient shoulder joint. The surgeon was not able to retrieve the part out of the patient. No further information provided. Update 08-sep-2020: further information were provided that the surgeon stated that the rotator cuff was thickened/calcific. Prior to breakage of the scorpion needle, the scorpion suture passer was used successfully several times. The entire subacromial and joint space was checked to find the needle tip without success. The surgery was completed successfully with a replacement scorpion needle. Post-operatively, an x-ray was carried where the needle was noted by the surgeon within the rotator cuff. The surgeon stated that the needle breaking was a possibility from striking thick calcific tissue and/or repeated striking of needle tip on acromion in the narrow subacromial space which can result in fatigue failure at the narrowest point.